Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that one day post-implant, increased in capture threshold was observed. The threshold continued to increase. X-ray revealed that the lv lead had dislodged and was capturing in the atrium. The lv lead was explanted and replaced. The patient tolerated the procedure well and there were no complications.